Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support the patient was trached and there was noted bleeding from trach site. Heparin was removed from purge and restarted a few days later. It was noted that there were concerns for sepsis. Cultures were sent and continuous veno-venous hemodialysis (cvvhd) fluid removal was stopped. In addition, the patient had a gastrointestinal bleed, and systemic heparin was stopped, and purge heparin was decreased. The patient underwent esophagogastroduodenoscopy (egd) and was noted hemoglobin was stabilized and no further episodes of melena; however, the egd showed no active bleeding but "friable tissue with a slow ooze so the patient received blood products. In addition. The impella was alarming "purge pressure high" which was resolved after they checked for kinks and changed the purge cassette. The patient was also started on antibiotics for a positive sputum culture. It was also noted an episode of suction and transesophageal echocardiography confirmed impella position. On echocardiogram the impella was orientated away from apex. The CT surgery was unable to torque at bedside, however the suction alarms were resolved with volume. The patient was on impella support for 80+ days; however, care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella automated controller device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿